Event description:
Per event report - upon undraping patient at end of case, scds removed and rle from knee to ankle found to be red, edematous, and blistering. Both anesthesia and surgery attendings notified. Patient was taken back to operating room later in day for rle fasciotomy. The scd on the rle inflated and never deflated.